Event description:
It was reported that a patient was concern about the pain control during his rezum water vapor therapy procedure. The patient recounted experiencing excruciating pain, where he was given diazepam and norco. He described having 6-9 second treatments that were extremely painful. Four to six weeks post-procedure, the patient had his follow up with a nurse practitioner but reported no symptom relief. The nurse practitioner offered diagnostic exams to determine the next steps, but he refused and did not return. The patient was given a sample of gemtesa but did not fill a prescription. The patient mentioned he has been taking flomax, prescribed by his primary care physician. The patient decided to consult another urologist for a second opinion; however, the physician is not a rezum provider. No further patient complications were reported.